Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 43 mg/dl. Customer treated their low blood glucose with a drink. Customer declined to troubleshoot for low blood glucose levels.

Manufacturer narrative:
Insulin pump passed the displacement and self test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor anomalies noted. (B)(4).